Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a titanium adapter had not connected well to the patient connector. This event was discovered while the transfer set was being changed. There was patient involvement, however, there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).